Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from all meter memory results. The customer¿s expected am fasting blood glucose test result is 100mg/dl. The customer stated that he woke up with dry mouth. The customer was not using the proper testing technique. During the call, a back to back blood test was performed by the customer fasting and produced test results of 88mg/dl and 86 mg/dl using true metrix air meter. The product is (not) stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history (time not set): (B)(6).

Manufacturer narrative:
(B)(4). Meter and 1 test strip were returned - product evaluation in process. Note 1: manufacturer contacted customer in a follow-up call on 27-jun-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 28-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 15-aug-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.